Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacturing representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient was having his second side implanted today and when the rep used the patient programmer to turn off the ins, oor appeared. Since the patient was being implanted, the rc would not be touched today. The rep interrogated the ins with the tablet but no oor alert was present and impedances were normal- left side monopolars ranged 878-1069 ohms, bipolars ranged 1219-1767 ohms and right side monopolars ranged 729-890 ohms, bipolars ranged 961-1424 ohms. The rep then used another patient programmer on the ins and oor appeared again. The ins was at 75% and the patient was programmed in voltage mode on one side at 2.5v, 90pw, 185rate and the other side at 0.1v, 60pw, 175 rate. The patient had no therapy issues. Patient services hypothesized the cause but nothing was confirmed. It was advised to ask the patient if they felt any changes in therapy the next time oor appears. The issue was not resolved at the time of report. No symptoms were reported. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received updating the patient's weight and managing physician. The cause of the oor message was unknown. Impedances were run but all were in range. This issue was not resolved but the patient was receiving therapy as intended. There was no planned actions going forward.